Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified shunt in a limb vessel. After placing a guide wire, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.